Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -07.0/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -07.0/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to significant reduction in iridocorneal angles and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown. H6 - health effect clinical coide reported as 4582 - correct to 4581. H6 - health effect impact code 4581: significant reduction of irido-coneal angles. Claim# (B)(4).